Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided troubleshooting steps, advising the caller to perform several bolus deliveries with adjustments to the tubing and cartridge setup. The caller was instructed to replace supplies as necessary and continue insulin therapy. Subsequently, a replacement pump was sent with the customer.